Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, though not verified, break in tubing near clear pump. The device was removed/replaced. Additional info. From tm on (B)(6) 2020: "originally we thought there was a break in tubing near pump. Later we wondered if there was an issue with the reservoir (which was abandoned) - we tried using the old reservoir and connecting to the new cylinder set, but had issues pumping once connected. Once we placed the new reservoir, everything was good."